Event description:
It was reported that one-week post operatively of a right colon resection procedure the pt required an additional operation due to an incomplete staple line. The pt suffered no additional consequences.